Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure and the ipg will be replaced. Reason for revision is unknown.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure and the ipg will be replaced. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the reason for revision was the patient needed more coverage in feet.

Event description:
A report was received that the patient will undergo a revision procedure and the ipg will be replaced. Reason for revision is unknown.